Event description:
It was reported that there was a ventilator failure during use. The device generated an alarm. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.